Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs), a non-penumbra microcatheter, and non-penumbra catheters. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted one ruby coil into the target location. Next, while advancing a pod pc through the microcatheter, the coil became stuck when approximately one centimeter of the coil was advanced out from the distal tip of the microcatheter. Upon removal, resistance was encountered and the pod pc unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed from the patient and the devices were no longer used in the procedure. The procedure was completed using two new pod pcs, a ruby coil, a new non-penumbra microcatheter, and the same catheters. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod packing coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly was fractured, and the pull wire was retracted out of the ddt. If this occurs, the embolization will detach from the pusher assembly. Based on the reported complaint, the root cause of the fracture could not be determined. Further evaluation revealed kinks along the length of the pusher assembly and offset coil winds on the embolization coil. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.